Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14sep2020.

Event description:
The customer contacted technical support (ts) stating that unit had system failure error. The customer reported there was no patient involvement. The device was evaluated and determined that unit is not repairable due to end of life and no parts available.